Event description:
It was reported that leak occurred. A left atrial appendage closure procedure was performed, and a 31mm watchman flx closure device was implanted after successfully meeting release criteria. At the one (1) year follow up, transesophageal echocardiogram revealed a 2mm peri device leak on the mitral side. The physician placed coils and a small vascular plug into the leak. Post-intervention showed no leak flow via color doppler on intracardiac echocardiogram.